Event description:
The customer reported via phone call that they were unable to upload the insulin pump. The customer also reported a hospitalization event on (B)(6) 2015 for high blood glucose. Customer's blood glucose was unknown at the time of admission. Customer stated they were sleeping prior to being hospitalized. The cause of the customer's hospitalization was also from high blood pressure. The customer's blood sugar and blood pressure was stabilized and the customer was released from the hospital. The customer was wearing the insulin pump at the time of the hospitalization. Customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.